Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: vasospasm requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that post stenting of the pre-dilated 1st diag, after stent deployment and final shots were taken, it was noted that there was renarrowing [vasospasm] distal to stent placement. The physician administered integrillin and performed the kissing balloon technique to dilate the vessel with successful results. There is no additional event or patient information available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Vasospasm, as noted in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Vasospasm is listed as a no-fault post-procedure complication. Since there was no reported product malfunction during the time of stent implant, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. Although there is no indication of a product quality deficiency, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.